Manufacturer narrative:
Additional information received states that after the implantation of the pump on (B)(6) 2014, the patient began having significant decrease hvad pump flows. The patient was taken back to the operation room (or) later that day for mediastinal exploration and received a full sternotomy and upon opening the pericardium, there was improvement in the patient's cardiovascular hemodynamics. During the course of the night, the patient began having persistent low flows on hvad along with elevated lactate levels and decline in pulmonary artery (pa) saturations. The patient was taken back to the or for exploration and for a possible right ventricular assist device (rvad) implantation. During the procedure, the mediastinum was explored, finding a severe right ventricular (rv) dysfunction with a small left ventricle (lv) and severe reduction in hvad flows. Cardiopulmonary bypass (cpb) was emergently instituted due to the patient's rapidly declining hemodynamics. When cpb was initiated, the patient experienced an acute aortic dissection with an acute rupture of the thoracic aorta distal to the subclavian, which was confirmed by aspiration of the large, left hemothorax. Cpb could not be achieved and despite all heroic efforts, the patient was pronounced dead at 0728 on (B)(6) 2014. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the patient's death. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, clinical status, and related comorbidities. There are patient and procedural factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient became very unstable post-operatively and was returned to operating room for exploration. Upon opening the patient's chest, it was discovered that the patient had an aortic dissection which ruptured. The patient died on the operating room table. No autopsy will be performed and the device will not be returned.